Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that both devices blew up when they put water inside. There was unknown patient involvement, and no patient harm reported.

Manufacturer narrative:
Four devices were received for investigation. The reported issue was confirmed during functional testing when all four devices failed to inflate. However no damage or anomalies were observed on any sample. The investigation was unable to identify a definite root cause for the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.